Event description:
The facility's biomedical engineering department reported an "inaccurate infusion/rate" while using a colleague infusion pump. The pump was infusing 100units of insulin and reportedly, the infusion completed in two hours and thirty minutes. According to the biomed, there was no patient injury, however, medical intervention was required (close monitoring of the patient's glucose levels). Though requested by baxter, no additional information was available regarding the patient's demographics and diagnosis, the patient's glucose level prior and after the event, type of medical intervention required, time the infusion was first started, intended rate and time of the delivery, size of the bag, and set up and programming of the infusion device.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the event history was reviewed. The review of the event history revealed that on the reported event date of 2006, the pump was infusing at the primary rate of 12ml/hr. At 00:50:44, a piggyback infusion was programmed at a rate of 100ml/hr and with a volume to be infused (vtbi) of 205ml. The primary infusion was stopped and the piggyback infusion was started at 00:50:54. At 01:54:20, air in line was detected. The tubing was unloaded and reloaded at 01:58:15 and the pump sat idle until 02:35:58 (37 min), when the open key was pressed. The tubing was then unloaded and the off key was pressed at 02:36:17, powering the pump off. There were no more events recorded for this day. Flow accuracy tests were performed and the pump was found to be within specifications. The keypad was tested and all keys were found to function properly. An inspection of the pump head was performed and there was no damage or visual defects. Baxter has received similar reports of inaccurate infusion for this product family. This issue is being investigated under CAPA, CAPA.